Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.